Event description:
The complaint received states that the orbit rdfl complex fill coil (638cf0515 / 15857141) the patient is male and (B)(4), had ophthalmic artery aneurysm with size 9.76mm*3.68mm. The surgeon positioned the 1st coil smoothly and then positioned the 2nd one. When the coil crossed through 1/3 of the coil the surgeon noted that the coil could not be handled. The surgeon removed the coil and verified the coil had stretched. Changed another coil to complete. No adverse event occurred.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that the orbit rdfl complex fill coil (638cf0515 / 15857141) the patient is male and (B)(6), had ophthalmic artery aneurysm with size 9.76mm*3.68mm. The surgeon positioned the 1st coil smoothly and then positioned the 2nd one. When the coil crossed through 1/3 of the coil the surgeon noted that the coil could not be handled. The surgeon removed the coil and verified the coil had stretched. Changed another coil to complete. No adverse event occurred. A non-sterile orbit rdfl complex fill coil was received coiled inside of dispenser and inside a plastic bag. The hypotube was inspected and it was found without any damage. The introducer was received zipped and it was found without any damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was found with bents. The gripper was found without any damage while the embolic coil was found stretched. The support coil, gripper and embolic coil were inspected under microscope; the support coil was found with bents. The gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as coil - unraveled/stretched-in microcatheter¿ was confirmed during analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time.